Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies which triggered the threshold suspend. The customer stated that the sensor was reading 79, but blood glucose value was 187 mg/dl. Sensor glucose at the time of the call was 82 while blood glucose was 187 mg/dl. The customer was advised about insertion and calibration best practices. The sensor will not be returned for analysis.